Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. There was no reported adverse impact to the customer's blood glucose. Reportedly, the customer continued to use the pump for insulin therapy, relying on the mobile app to interact and bolus with pump.